Event description:
It was reported that a malfunction alarm occurred. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.